Event description:
A pt that received the tritium sternal plating system on (B)(6) 2014 came in with heart complications. The pt's surgeon that performed the surgery on (B)(6)2014 reviewed the pt when he was readmitted on (B)(6)2015. The pt continued to have complications on (B)(6) 2015. While in the operating room the pt died from these heart complications. The pt had multiple heart procedures prior to this incident. Re-entry equipment for the tritium sternal plating system was available in multiple locations within the operating room and ICU but these were not used.

Manufacturer narrative:
There was no alleged deficiency with the product. The tritium sternal plate system did not contribute to the death of the pt according to the operating surgeon. Pioneer surgical provides instrumentation for re-entry in these types of cases. These re-entry instruments were available in the ICU as well as in the operating room but were not used. The pt died prior to the removal of the plating system.